Manufacturer narrative:
(B)(4). Per user facility, the part where the sternal blade attaches kept moving. They will send the device to a third party for repair.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the blade attachment kept moving. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Per customer, the unit was repaired by a third party. No device was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.